Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is showing an "x". The asp evaluated the device onsite. It was determined that the customer performed the operational test without the testload, which is requirement. After the testload was connected by the engineer, the device successfully passed the operational test, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The user was instructed to use the testload during operational testing to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.